Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had signs of infection upon opening pocket for revision/replacement surgery. It was unknown if any environmental/external/patient factors had led or con tributed to the issue. Diagnostics/troubleshooting performed included visual appearance. Actions/interventions taken included the device being completely explanted. The issue was resolved at the time of the report and the patient status was "alive-no injury". The patient's weight and medical history was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the notify date of 2023-09-07 was correct. The patient was outside of the rep's territory and they had to get the local reps involved since there was some confusion as to who the managing physician was for this patient. It was further reported that the comment was made that a report should be submitted and both reps accepted the task while also assuming the other was going to do it. The rep stated that they failed to confirm with the local rep that it had been submitted. It was further reported that the revision/replacement surgery was performed due to a patient/therapy issue. The pump had been flipping in the pocket of the patient and it became uncomfortable for her. The plan was to replace the pump as it had been empty for a few months and move to a new pocket area. Upon opening the pocket, the surgeon suspected an infection beginning and removed the pump and catheter as the catheter had pulled into the pocket and coiled on itself. It was further clarified that the previous pump was explanted on 2022-08-11. The pump related to this event was explanted on 2023-09-07 and the entire catheter (including revision pieces) was explanted on 2023-09-07. The rep did not know anything about another catheter as they did not cover the case. The patient's weight at the time of the event was also provided.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: (B)(6)2023 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-aug-2021, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 22-nov-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the catheter nor the pump was returned and that they did not have possession of the device. The rep further reported that the device disposition was unknown and due to suspicion of infection, the device including the catheter was not given to them to return.